Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The device's battery pins were replaced as a precaution and recommended use of stryker electrode pads. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that the after delivering a shock their device would undergo a power reset and the paddles lead would disconnect on their device during a patient event. As a result, defibrillation therapy could have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that the after delivering a shock their device would undergo a power reset and the paddles lead would disconnect on their device during a patient event. As a result, defibrillation therapy could have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker further evaluated the device's software log and was able to verify the power reset but unable to duplicate. The age of the batteries and worn pins are likely the cause of the issue but because it could not be duplicated and no further root cause could be determined. Additionally, the reported issue of the paddles lead disconnecting could not be verified or duplicated. It was observed third party pads were being used. It was recommended the device be used with stryker pads as third party electrodes are likely the cause of the issue. Corrected data: section h11 of initial medwatch report 0003015876-2022-00615 indicates: stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Section h11 of initial medwatch report 0003015876-2022-00615 should indicate: stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Tab a of initial medwatch report 0003015876-2022-00615 should indicate: a1: bj a2: 58 years a4: 145 kg a6: white a3: m